Event description:
During routine follow-up of a guidant ICD -vitatility 2 vr model t175, a faster than expected decline in battery voltage was observed. Initial implant date 3.06v, three mos later 2.98v, four mos later 2.85v, fourteen days later 2.84v, four mos later 2.69v. This has occurred in the absence of high voltage therapy and in the absence of any substantial ventricular bradycardia pacing -last evaluation, 0% pacing-, guidant technical services was contacted and is aware of the situation. A "save-to-disk" was sent to guidant technical services for assistance in the evaluation.